Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test". On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("pain left-side abdomen"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation in (B)(6) 2011). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test". On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("pain left-side abdomen"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation in (B)(6) 2011). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced abdominal pain ("pain left-side abdomen"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation in (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Events¿ abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain: abdominal¿ were added. Patient demographic, lab data, essure insertion date, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.